Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the device displayed pump alarm -no disposable clamp tubing. Alarm silenced and pump settings verified along with medication label. Pump turned off and back on; pump alarmed -no disposable pump won't run-. Pump turned back off, line clamped, cassette removed, and tubing massaged. No air bubbles noted in line. Cassette reattached, line unclamped and pump turned back on. Unfortunately, alarm continued. Pump turned back off, line clamped and instructed to contact clinic when they open. No patient injury was reported.